Event description:
On (B)(6) 2017, a 21 mm trifecta gt valve was implanted. Information received from abbott's patient device tracking indicated the patient died during the operation. The cause of death is unknown. Attempts to gather additional information have not been successful.

Manufacturer narrative:
An event of patient death was reported. The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported incident could not be conclusively determined.